Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 257 mg/dl less than an hour after the pod was activated. She stated the pod made a funny noise during needle insertion. Upon further inspection she noticed the needle never deployed the cannula into the infusion site.